Manufacturer narrative:
(B)(4). This involved an unremediated infusion pump with user interface module master software version 5.03.00. A device history review was performed with no exceptions during manufacturing found. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of failure- unable to remove tubing was not confirmed or reproduced during product evaluation; however, the quality engineer has determined that this condition was a result of a 814:09 failure code and determined the cause to be a defective pump head module. The channel b pump head module was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump that there was a "failure - unable to remove tubing"; this condition had the potential to interrupt delivery. It is unknown when this event occurred. The facility representative stated that there was no patient involved; there were no reports of patient injury or medical intervention or adverse reaction in association with this event. No additional information is available. The software version is currently unknown at this time.